Event description:
It was reported in a journal article that a patient underwent a surgical procedure for removal of a hemangioma in the left angle of the mouth and topical skin adhesive was used. The adhesive was applied to the wound after skin closure. Upon emergence, asymmetry of the mouth was noticed. Anesthesia was deepened with sevoflurane to aid with immobility. Petroleum jelly was applied with gauze to the angle of the mouth, which assisted in separation of the upper and lower lips. The patient was discharged home later that day without any complications.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.